Manufacturer narrative:
(B) (4): physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the cause of the failure to be a physically damaged part. The r3 and r4 resistors legs solder joints were broken and the c166 capacitor was cracked. Once the capacitor was replaced and resistors legs were re-soldered, proper assembly operation was observed.

Event description:
Physio-control's device testing found that it intermittently failed to detect a simulated pt connection and gave the "connect electrodes" message. There was no pt use associated with the event.